Event description:
The following description of the event was reported to carefusion by the foreign distributor via an e-mail based on information they received from the user facility. "During use in hospital, suddenly the screen went off. What we have confirmed: although connected to ac power, power led is not lighted. Although turn on power, it does not work at all. The screen does not show anything, and the unit does not make alarm sound, nor dump valve sound. We checked inside but could not find anything bad. Cables and connectors are all connected and fuses are ok." The following additional information concerning the event was copied from an e-mail received from the foreign distributor (B)(4) 2012, that was in response to an e-mail sent by carefusion seeking additional information. "They said that it was not making alarm sound when the screen went off."

Manufacturer narrative:
Event occurred in (B)(6). Neither the user facility, nor the foreign distributor submitted a user facility/importer report to the manufacture. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and identified a failed capacitor on main pcba as the root cause of the reported event. A replacement device was sent to the user facility via the foreign distributor. A review of the device history record did not indicate any anomalies that could cause or contribute to the reported event. Carefusion has initiated a corrective action request as a part of our corrective and preventative action system to further investigate this issue.